Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat an 80% stenosis with a fibrous lesion and little tortuosity or calcification in the mid superficial femoral artery, the drug-coated balloon experienced inflation difficulties. The balloon was unable to maintain working pressure to inflate, and the pressure dropped quickly during the pressurization process. The balloon was suspected to have a leak. The device was prepped according to instructions for use with no issues identified, and no resistance or excessive force was encountered during advancement. The procedure was completed successfully after the surgeon switched to another manufacturer¿s drug-coated balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device returned with the balloon in post inflation state no damage observed to the balloon bond or the tip of the device the size on luer was consistent with the size provided in gch. An attempt was made to inflate the balloon, the balloon could not hold pressure water was observed leaking out from under the hub of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.